Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was found. When they were loading taxus express2 drug eluting stent on the guidewire, it wouldn't move. When they examined the stent more closely, they found that a stent strut was "pulled out". The damaged stent was not used. No patient complications occurred.